Event description:
It was reported that the device experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device projected to last 53% of its expected longevity. The device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was analyzed and revealed that battery depletion was indicated (eri). Time of rrt was on (B)(6) 2012 where device rrt<=2.62 volt. The weekly battery voltage trend data showed bat=2.64 to 2.61 volts between (B)(6) 2012 and (B)(6) 2012. There was 1 - patient alert for low battery voltage on (B)(6) 2012 02:15:05.